Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
Leakage of an unspecified fluid/infusate was reported at the filter vent of an 'primary plum set, clave secondary port, clave y-site, secure lock, 103 inch' during patient use. There was no report of any human harm.